Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The hi-torque (ht) balance middleweight (bmw) hydro guide wire was advanced and a non-abbot stent was implanted. However, the distal tip of the guide wire got stuck with the implanted stent and the guide wire could not be removed. The physician intentionally fractured about 20mm from the proximal end of the device and the rest of the guide was left in the patient while an intra-aortic balloon pump (iabp) was placed. The patient was transferred to another facility wherein surgery was performed to remove the rest of the device. Nothing remained in the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- failure to follow steps / instructions.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that when the guide wire met resistance during removal, the wire was cut. It should be noted that the hi-torque guide wires for ptca, pta, stents instructions for use states: ¿do not push, auger, withdraw, or torque a guide wire that meets excessive resistance.¿ in this case, the deviation was a response to the reported difficulty during removal. The investigation determined the reported difficulties and treatments appear to be related to the operational context of the procedure. It was reported that after the deployment of a stent, the guide wire interacted with the deployed stent, resulting in resistance during removal. In response to the difficulty during removal, the physician cut the wire, resulting in the reported material separation. The separated portion of the wire was surgically removed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: medical device problem code 1562 removed.